Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that a full functional check of the mobile power unit was requested. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the black power cable lead connector mpu being damaged, was confirmed, when the unit was evaluated by technical service. The threads on the black power cable lead connector were damaged and marred. Functionally, the damaged threads did not affect threading and locking the mating controller connector onto the mobile power unit (mpu). The white power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The repaired unit was functionally tested and returned to the customer. The cause of the thread damage was unable to be determined, through this analysis. A review of the device history records revealed, the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.